Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the returned angiographic material was reviewed. The technical investigation of the returned instrument revealed that the stent is severely deformed at its distal end and slightly displaced in proximal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon centered between the two x-ray markers. Outside of the deformed zone the diameter of the stent does not comply with the specification anymore. The content of the returned cd indicates that the films belong to a different intervention. The target vessel and the time stamps do not correspond to what was reported. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force is tested for a defined amount of samples. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (95 percent stenosis degree) in the severely tortuous ostial lad. The orsiro could not pass the lesion and a stent deformation was detected.